Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed to attach. An endoscopy has been performed prior to the procedure and the esophagus appeared to be normal, and it has also been done prior to the confirmation of the position of the capsule prior to its placement using an endoscope. There was no patient injury.

Manufacturer narrative:
Additional information:device evaluation one bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed to attach. An endoscopy has been performed prior to the procedure and the esophagus appeared to be normal, and it has also been done prior to the confirmation of the position of the capsule prior to its placement using an endoscope. There was nothing unusual about the patient or the procedure itself that may have led to the event. A repeat procedure has been performed, with no kind of intervention required due to the failure. No lubricant was used to facilitate capsule replacement. There was no patient harm. The device has been returned for investigation.